Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to an infection; the patient had an open wound at the device site. There was no additional adverse patient effects were reported. This ra lead was explanted.